Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (up to 400 mg/dl) and the cause was not known. The customer reverted to using insulin injections to manage diabetes and the bg control was better for the customer.